Event description:
Two cypher rx drug eluting stents (undeployed) fell off the balloon prior to entering the body. The coronary artery to be stented was the obtuse marginal branch of the circumflex distribution. A mix of 5ml renocal and 5ml heparanized saline was the solution used to prep the stents. The first stent was a 2.5 x 13 cypher rx which underwent a neutral prep in the usual manner. The undeployed stent fell off the balloon before it entered the body. Another stent was then selected for the coronary intervention. The second stent was a 2.5 x 13 rx which also underwent a neutral prep in the usual manner. Like the previous stent, this undeployed stent fell off the balloon before it entered the body. After this second stent failed to operate properly, another brand of stent was used to complete the coronary intervention.